Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulation had gone out on several occasions at random when patient turned body or moved. Patient reported the stimulation would be working fine and then he would all of a sudden not feel it. Patient reported some abdominal stimulation when he increased higher intensities. An impedance check and connectivity check done and all were within normal limits. Lateral and pa x-rays were ordered and confirmed lead had good placement. Issue not yet resolved; manufacturer's representative (rep) to follow-up with the patient in 2-3 weeks at physician's office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause was not determined, upon interrogation all connectivity and impedances were within normal limits, x-ray showed leads in good position. Rep followed up with patient on (B)(6) 2019 and he stated that he no longer has any issues with stimulation or losing stimulation. The patient was reprogrammed on (B)(6) 2018. At that time he felt coverage was appropriate over painful areas after the reprogramming session. Issue has been resolved.